Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of the manufacturing records found no indication of product deficiency that would lead to the reported perforation. As in the physician's comment, it was concluded that the perforation was attributed to wire manipulation technique. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects]: damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an asahi guide wire caused perforation in the peripheral 4pd when the guide wire was exchanged during a pci to treat a calcified 99% stenosis in the rca. Micro-coil embolization was performed to seal the perforation. The pci was successfully completed with reestablished blood flow by stenting. The physician commented that he pushed the guide wire too far down the 4pd and caused perforation when he exchanged the guide wire. The patient was discharged without problem 5 days after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.